Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.

Event description:
It was reported by the operating room mgr that after the spinal catheter was inserted, the pt continued to feel pain. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay/interruption in therapy, however there was no harm to the pt. There were no pt complications and the pt outcome is listed as "pt received general anesthesia."